Event description:
It was reported that the customer was receiving no delivery alarms. The customer's blood glucose was 266 mg/dl. Troubleshooting could not be done because the customer had already done an infusion set change, and the customer was not present at the time of the call. The cannula on the customer's infusion set was not bent. It was stated that insulin was able to exit the tubing when manually pushed through. Advised a replacement insulin pump would be sent per customer's request. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.